Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the pump, shaft, and tip were microscopically examined and it was observed that at approximately 31cm from the tip of the catheter there was a bend in the catheter and at approximately 32cm from the tip there was a break in the hypotube. A functional test could not be done due to the damage of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on the product analysis completed on september 21, 2016. A angiojet® solent¿ omni thrombectomy was selected for use in a procedure but was defective out of the package. It was noted that the catheter was kinked upon opening the package. The device was not used in the procedure. However, the returned product analysis revealed that the hypotube was broken on a portion that would enter the patient.